Event description:
A 3.0mm diameter x 15mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a pt. It was reported that the relevant device was delivered through a saphenous vein graft to the rca with no issue and successfully inflated at the target lesion. However, it was reported that some difficulties were encountered during deflation of the balloon and on withdrawal, the balloon ruptured and detached from the shaft within the guide catheter. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results & conclusion: (balloon material was most likely damaged during withdrawal, resulting in the reported detachment during removal).